Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported receiving an early sensor expiration notice. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The product was returned and evaluated. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for investigation. The device was visually inspected and no defect was found. The probable cause could not be determined via product.